Event description:
It was reported that during a port placement procedure via right internal jugular vein, the butterfly wing needle was allegedly found to be broken. It was further reported that it cannot be properly connected to the port body infusion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a small bent of the needle at the junction of the needle and the safety mechanism was noted. Therefore, the investigation is confirmed for the identified needle bent issue. However, the investigation is unconfirmed for the reported fracture issue as no fracture was noted in the provided photo. The investigation is inconclusive for the reported device damaged prior to use as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure in the right side of the seventh thoracic vertebrae via the right internal jugular vein, the butterfly wing needle was allegedly found to be broken. It was further reported that it allegedly cannot be properly connected to the port body infusion. The procedure was completed using another device. There was no patient contact.